Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported the referring optometrist has asked him about filaments observed postoperatively in the patients¿ eyes they co-manage. No patients harm were reported. Additional information was requested; however, none has been received to date. This is one of two reports.

Manufacturer narrative:
The customer did not retain the product lot information for this custom pak, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample was returned for evaluation but a photo provided was reviewed which shows frayed substitute eye pads that were built into the custom paks. The customer's complaint is related to dissatisfaction with the quality of the substituted eye pad. One recommendation is that the customer contact their account manager about removing the eye pad from their pak. The account manager can work with the sales admin for suggestions and samples. The root cause of the customer's complaint is related to dissatisfaction of the approved temporary deviation for this built finished goods lot. The deviation will not apply to future lots manufactured after the supplier back order is resolved. No further action will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).